Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, prime/delivery test, excessive no delivery test and occlusion test. Broken reservoir tube lip noted. Unit had battery tube threads cracked, minor scratched lcd window and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and about to fall apart. The customer reported that the device had been dropped. Blood glucose level at the time of the incident was over 400 mg/dl. The customer also reported that the insulin pump did not seem to be delivering insulin properly. The customer stated that she would try to bolus for a high blood glucose level, but it would not come down proportionately to the bolus that she programmed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.